Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had difficulty breathing/short of breath, bladder issues and excess saliva. Medical intervention was not specified. No medical intervention was reported by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging the patient had difficulty breathing/short of breath, bladder issues and excess saliva. Medical intervention was not specified. No medical intervention was reported by the patient. After the third attempt to have the device and components for evaluation, the customer responded that the device will be available for evaluation, but it is not yet returned to the manufacturer for evaluation. Patient received the replacement device. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.